Event description:
The hcp reported the "pt was not receiving medication and it wasn't a cath issue". The pt was experiencing "increasing spasticity over a period of a month or so." The pt was given oral baclofen, but the symptoms did not improve much. The side port was accessed with good csf return. The reservoir was tapped and the actual residual pump volume was much greater than expected. An xray was done and was fine. The pump was explanted and replaced due to "not properly administering med." The pt is receiving lioresal 2000 mcg/ml, which is being slowly increased. The pt has recovered without sequela.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.